Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer disconnected from the pump in an attempt to address bg. Reportedly, the customer lost consciousness due to bg level. Customer's spouse contacted 911, however customer does not recall assistance received.